Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin was not delivering insulin and the reservoir fell off the insulin pump. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that they duct taped the reservoir. The customer was advised that the top of the reservoir was chipped away and the gasket was out of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, and minor scratches on display window noted. Unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test.